Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter stated that a recurrent call service alarm had occurred over the last 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2014 with the following findings: the black box showed multiple call service alarms on (B)(6) 2014. The returned battery cap and test cartridge cap were used to complete the investigation. No call service alarms or any other warnings occurred during the investigation. The product performed within specification. Product analysis was unable to duplicate the initial complaint. The pump cover was removed for further investigation and moisture corrosion was found to the motor flex/connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.